Manufacturer narrative:
No customer samples and no photos were received in support of this complaint. Therefore, 10 retention tubes from the bd inventory for both lots were inspected with 0 visible defects. Functional testing was performed on the same samples and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records for both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1259185 and medical device lot #: 1259184.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tubes are underfilling."